Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 200 mg/dl. Reportedly, the infusion set was changed to address the issue. Customer ultimately reverted to manual injections for insulin therapy.